Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter did not deploy completely. The legs would not fully expand. The filter was retrieved and removed successfully and another of the same device was used to complete the procedure successfully. Patient outcome: filter had to be retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings; complete device returned. An investigation of the filter revealed no damages and found it nicely shaped, with correct distances between the primary filter legs. The exact reason why the filter would not fully deploy cannot be determined. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. During the manufacturing/qc processes the distances between the primary filter legs as well as the spring effect of every filter is controlled, as they are all deployed after advancement through a sheath. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.